Manufacturer narrative:
Received one device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer¿s complaint was confirmed upon reviewing the pump's alarm history and conducting preliminary functionality testing. The pump's lead screw, clutches, and worm coupling were replaced in an attempt to resolve the issue; however, the problem persisted. Replacing the pump's main printed circuit board (pcb) ultimately resolved the motor rate issue. During the repair, the pump's plunger case assembly, force sensor pcb, right and left flippers, and flipper springs. The pump was recalibrated and successfully passed all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a motor rate error (b2140266). There was no patient involvement, no patient injury was reported.